Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'load point 2 is showing as loaded when no set is present' was confirmed in the event history log (ehl) review and were reproduced during evaluation. The cause was determined to be a optical sensor being out of specification. The optical sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced load point 2 is showing as loaded when no set is present. There was no patient involvement. No additional information is available.